Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number 0012387361 was returned and analyzed. Visual inspection was carried out. The catheter was found with the knotted array. Additionally, the array exhibited a kinked guidewire lumen approximately 0.6 inches from the tip, along with visible damage to the tip itself and a dislodged proximal nitinol array wire. The catheter was connected to the test catheter interface cable (cic) cable without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. Mechanical verification of steering and slide mechanisms was carried out. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The slide control function is limited at the proximal position due to the kink on the guidewire lumen. Data from the catheter identification chip confirms the catheter programmed for clinical use, with the lot and serial numbers matching those indicated on the handle. The functional test was not performed due to the anomaly present on the returned device. In conclusion, the catheter failed the returned product inspection due to the knotted array, dent marks on the tip, guidewire lumen kink and the dislodged proximal nitinol array wire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: an image file was returned and analyzed. The returned image showed a pulse field ablation catheter spiral array knotted at the distal end. The image showed the nitinol ball was dislodged and outside of the dual lumen. The image also showed that the electrode wires were visible. In conclusion, the reported array knot was observed during device data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the pulsed field ablation catheter knotted. Despite the issues, the case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.